Event description:
The report is not clear, but the device reportedly would not charge above 200 joules with an attempt to defibrillate the pt. An automated external defibrillator owned by a responding basic life support crew was used to deliver defibrillator energy to the pt two times in succession. The pt was delivered to the hospital with a perfusing rythum.